Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. /UDI is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had ineffective stimulation due to low impedances. In turn, surgical intervention took place wherein the extension was explanted and replaced to address the issue. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Manufacturer narrative:
The report event of impedance issue was not confirmed. As received, electrically tested showed the returned both end segments of left lead were passed isolation resistant testing. The cause of the reported event remains unknown.